Event description:
Healthcare professional reports home pt (hp) developed peritonitis while using the pac-xtra device for apd therapy. The hp was treated outpatient with antibiotics per healthcare professional, pt had a "bad catheter infection" that likely caused peritonitis. No product failure was indicated.